Manufacturer narrative:
MDR 8021545-2024-00241 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that three sets of the tubing were kinked that lead to high blood glucose levels. Two of them occured on (B)(6) 2024. And one on (B)(6) 2024. Blood glucose was 170 mg/dl and was treated with manual and pump bolus. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.